Event description:
It was reported that there was diaphragmatic stimulation with this left ventricular (lv) lead. The lead was capped and a replacement lv lead was attempted but was not implanted as it could not be fully advanced into the target vessel. When the attempted lead was in the vessel, the patient experienced diaphragmatic stimulation. A new lead was successfully implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4965-25 lead, implanted (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.